Manufacturer narrative:
H3: product analysis of the device found that the drill had a locking sleeve body collet connector issues and nim connector was shorted. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the drill bit was wobbling in the powerease handpiece and there was a bend in the shaft. The wobble occurred after the drill bit was inserted into the powerease and tested prior to use. The wobble was not in the drill bit but in the mechanism that drives the drill bit. There was no patient impact.